Event description:
It was reported that ipg was interrogated, and programmer displayed the "replace generator soon" message. Ipg status was confirmed to be at 2.73v. Surgical intervention was undertaken wherein the ipg was explanted and replaced. It was noted that patient used very high settings and used burst at 3.25 ma amplitude. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. A ¿replace generator soon¿ warning message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.